Manufacturer narrative:
The device was received with button error alarm and no button response due to corroded keypad traces. There was no frozen screen noted. The device was received with cracked case at the display window corner, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states changing reservoir and set, but when the customer tried to press button on device, it was unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.